Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 02/15/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round spectrum 275cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. Brown and white material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. A rent measuring approximately 0.3 cm was discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. The device history record (DHR) of lot number 243337 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round spectrum 275cc saline prosthesis and experienced deflation post procedure. The patient noticed a change in the prosthesis in the beginning of (B)(6) 2017. Deflation was confirmed by a doctor¿s examination on (B)(6) 2017. On (B)(6) 2018 bilateral prosthesis replacement with unknown mentor gel implants was performed. The patient had no accompanying symptoms, and has since fully recovered.

Manufacturer narrative:
Additional information was received on 3/19/2018. The date of implant has been updated. The device was replaced with a 190cc mentor memorygel breast implant, catalog #3507190mc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).